Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Corroded lcd board noted during our visual inspection. Unable to perform functional testing or able to confirm the button error alarm due to unresponsive buttons. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was admitted to the hospital for gastroparesis on (B)(6) 2017. His blood glucose at the time of hospitalization was 425 mg/dl and the hospital staff removed him from the insulin pump. The customer experienced a button error alarm and he could not clear it due to unresponsive buttons. The customer stated that his insulin pump was stored in a plastic bag and insulin leaked into the device; insulin was visible behind the lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.